Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing and inappropriate mode switch were observed on the atrial lead. Provocative testing was performed, however, the noise was unable to be reproduced. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.